Event description:
The customer observed troponin I outliers on pt samples during use of the recommended testing algorithm. None of the outliers were reported to the floor. The universal wash line on the analyzer was crimped which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no report of harm as a result of this occurrence.